Event description:
Consumer reports pt cut their thumb on the foil lid stock while removing a contact lens from the container. The pt received stitches to treat the wound. The report from the consumer implies that the wound healed.